Event description:
A customer reported that during a procedure, the footswitch was intermittently working while in ultrasound mode. The case was completed without pt harm.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting. The system had the ip (intelligent phaco) setting turned off. The tss walked the customer through turning the ip setting on. Once the setting was turned on the issue resolved. The facility did not request service. No samples were returned to eval and no add'l info provided related to the event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).